Event description:
It was reported that an acculink stent was implanted in a right internal carotid artery and during the procedure, the patient had a transient complete heart block (arrythmia) episode. Atropine was given and the episode resolved without an adverse patient sequela the same day. This was reported as a non-serious event per the study physician and there was no cardiac arrest diagnosed. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of arrhythmia is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.